Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity s anti-hcv results for five samples. The following data was provided: sid (B)(6) initial result 50.12, nat negative, confirmatory inmunoblot negative, customer conclusion negative. Sid (B)(6) initial result 72.35, nat negative, confirmatory inmunoblot negative, customer conclusion negative. Sid (B)(6) initial result 13.27, nat negative, confirmatory inmunoblot negative, customer conclusion negative. Sid (B)(6) initial result 3.77, repeated 3.25, 4.00, nat negative, confirmatory inmunoblot negative, customer conclusion negative. Sid (B)(6) initial result 13.16, repeated 13.58, 13.73, 11.81, nat negative, confirmatory inmunoblot negative. Customer conclusion negative. No adverse impact to donor or patient management was reported.

Manufacturer narrative:
Based on further review of the customer¿s data, the customer did not test with anti-hcv ii lot 38452be00 and no discrepant results were obtained with this lot number. Based on this new information, this is no longer a reportable event and no additional information will be submitted.